Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device's handle moved separately from the needle, indicating the handle was no longer connected. The issue was identified for an unspecified therapeutic procedure. There were no reports of patient harm.